Event description:
It was reported to boston scientific corporation that an interject interject injection therapy needle was to be used in the esophagus prior to endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during preparation the device was tested by injecting saline but they noticed that the fluid would not flow through the catheter. Additionally, there were no reported issues with the device and its packaging. The procedure was completed with another interject interject injection therapy needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual analysis of the device showed the outer sheath was kinked at the distal end of the outer hub. Functional evaluation included injecting an air filled syringe through the device, and air passed through without any issue. When the device was flushed with water to simulate saline solution injection, some resistance was encountered but the water was able to pass through the device which confirmed the device had no occlusions. When the inner hub was actuated, the needle would not extend. The inner hub and sheath were removed from the outer hub and sheath; the inner sheath moved freely through the outer hub during removal. The inner sheath was severely kinked for approximately 3.0cm from the distal end of the inner hub. During the investigation, the reported failure mode (device was blocked/occluded) could not be replicated. However, the severe kinks on the inner sheath may have caused resistance during attempts to inject through the device. The kinks were likely caused by handling of the device during preparation. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an interject interject injection therapy needle was to be used in the esophagus prior to endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during preparation the device was tested by injecting saline but they noticed that the fluid would not flow through the catheter. Additionally, there were no reported issues with the device and its packaging. The procedure was completed with another interject interject injection therapy needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.